Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the explant date. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: imdrf patient code e1405 captures the reportable event of dyspareunia. Imdrf patient code e2333 captures the reportable event of rectocele. Imdrf patient code e2006 captures the reportable event of mesh exposure. Imdrf impact code f1905 captures the reportable event of removal of the left side of the sling. Imdrf impact code f1903 captures the reportable event of retained mesh removal.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted during a mid-urethral sling procedure performed on (B)(6) 2021, for the treatment of stress urinary incontinence. On (B)(6) 2022, the patient was diagnosed with dyspareunia and rectocele. She then underwent the removal of the mid-urethral sling and posterior colporrhaphy. It is noted that the left side of the sling had been previously removed because of mesh exposure. This was then dissected and removed. The procedure went well, and the patient was taken to the recovery room in good condition.